Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, an alert for possible hv lead issue was observed. It was noted that the alert occured the same time when the patient underwent open heart surgery and the physician stated that the patient received an inappropriate shock caused by cautery during the procedure. The alert was cleared. The patient was fine afterwards.

Manufacturer narrative:
(B)(4).